Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse reviewed all fluid outputs, resulting within range. The cse reviewed all probe alignments, resulting within range. The cse set the sample probe offset voltage to specifications and performed an automated system prime and precision study. The cause of the discordant, falsely elevated intact parathyroid hormone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same advia centaur cp instrument three times, resulting lower. The customer reported out the second repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated intact parathyroid hormone result.